Event description:
On (B)(6) 2014 the ssu at maquet in the (B)(6) reported that the flow measurement was inaccurate by over a 1 liter on the rotaflow console serial number (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).